Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (resetting) was confirmed. Upon evaluation, the t2 transformer was defective on the defibrillator board. The cause of the resets is the defective transformer. The root cause of the defective transformer cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it was resetting.